Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v901065, implanted: 2012-(B)(6), product type lead, product ID neu_un known_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation starting a couple of months ago. The patient¿s implantable neurostimulator (ins) was not working properly and it was shocking them. It was noted that the patient talked to their manufacturer representative about a month ago and they told the patient to turn it off. The patient had the ins implanted for bowel incontinence and after they turned it off their symptoms returned. It was reported that the patient needed to figure out what to do and whether to leave it off or turn it back on. The patient spoke to their manufacturer representative the other day and they told the patient to call and let them know. It was noted that the health care provider¿s (hcp¿s) office would not give the patient the manufacturer representative¿s contact information. The people at the hcp¿s office wouldn¿t let the patient talk to their hcp today either and they told the patient that it wouldn¿t do any good. It was noted that the patient experienced a loss of therapeutic effect and had no falls or trauma. The patient had lost 80 pounds so the ins was just not being held where it was supposed to and the device was close to the skin now and was getting caught on stuff. It was reported that the patient¿s surgery was coming up to move the ins to the other side of their back and the other side of their spine. Additional information received reported that there was a 50% or greater symptom reduction. The cause of the event was determined to be weight loss and it was not device related. It was noted that reprogramming was not needed and surgery was planned pending approval. The patient was not recovered and their symptoms or issue was ongoing. Additional information received reported that the manufacturer representative spoke with the patient but was unsure of the date. The patient moved from their area and then moved back. It was noted that the manufacturer representative told the patient to turn the device off until they could get a follow-up appointment with their hcp to interrogate the device. They were trying to see if the patient still complained of the problem with the device off. Additional information received reported that the manufacturer representative did not recall the exact date they spoke with the patient but they knew that it was after 2014-(B)(6). The manufacture representative had not spoken to the patient since and did not have any other additional information to provide other than the fact that the patient was scheduled to have revision surgery on 2014-(B)(6). It was noted that it would be best to follow-up with the patient¿s hcp¿s office following the revision surgery.